Event description:
The hosp reported an aneurysm embolization procedure. The hosp reported the following: "the lesion located at encephalic aneurysm near the eye artery-carotid aneurysm. Physician planned to deploy (the device in question) first and a coil to embolize the aneurysm afterward. During the procedure, physician assembled (the device in question) with guidewire outside pt body, and then delivered them into guide catheter. When the catheter of the (device in question) passed through the guide catheter, the tip of the (device in question) had been found revealed. "Then the physician had to withdraw the (device in question) and in the meanwhile, the physician found the tip of the device in question (about 10%) remained inside the body. The procedure was cancelled. The hosp reported no serious injuries resulted, as the pt was all right.

Manufacturer narrative:
The device in question has not been returned to the MFR. Add'l info has been requested; however, no response has been rec'd. Based on the info known at this time, the user's complaint cannot be confirmed; therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device in question is returned, or if further significant info is found, a supplemental report will follow.